Event description:
Two hrs into routine hemodialysis treatment, pt was found unconscious. The venous line separated from the catheter and an area of blood approximately 1.5 ft x 2.0 ft was discovered on the floor. The pt had a thready pulse and irregular respirations. Venous line was reconnected, blood was returned to pt, and normal saline (600 cc) was given. Pt stopped breathing, and became pulseless. CPR was initiated. Ems arrived within 3-5 mins and took over code. Pt was transported to hosp. Md notified facility that pt expired at approximately 1600.